Manufacturer narrative:
Not returned.

Event description:
Plaintiff implanted with t-sling (B)(4) lot 0670 on (B)(6) 2011. Re-hospitalization and multiple additional surgery of plaintiff occurred, the last one on (B)(6) 2014.